Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the damaged monitor. The monitor and electrode belt have been returned for evaluation. Evaluations have not been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatment.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing. The patient was appropriately treated 2 times by the lifevest during vf. After the appropriate treatment, the patient¿s post-shock rhythm was asystole with intermittent cardiac activity, as well as conducted and unconducted p waves after the three additional shocks were delivered. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's neurological status at the time of the event is unknown. No injury was reported from the treatment. The response buttons were not pressed during the event. The patient went to the hospital for evaluation and will receive an ICD.

Manufacturer narrative:
The monitor and electrode belt have been returned for evaluation. Evaluations have not been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatment.

Event description:
The patient was appropriately treated 2 times by the lifevest during vf. After the appropriate treatment, the patient¿s post-shock rhythm was asystole with intermittent cardiac activity, as well as conducted and unconducted p waves after the three additional shocks were delivered. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's neurological status at the time of the event is unknown. No injury was reported from the treatment. The response buttons were not pressed during the event. The patient went to the hospital for evaluation and will receive an ICD.